Event description:
It was reported that the pump battery would not charge, and a power source alert was received. There was no adverse impact to the customer's blood glucose level. Despite attempting different adapters and cables, the issue persisted, leading to the decision by technical support to replace the pump. The customer planned to use multiple daily injections as a backup therapy.